Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had declared elective replacement indicator (eri) years ago; device had stopped emitting tones. The patient had not undergone device replacement due to insurance issues. Recently, the device was change out. During the change out procedure the header was noted to have been loose. There were no associated clinical observations reported in accordance with the loose header. The device was explanted; the hospital retained possession of the device. It is unknown if the device will be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. High powered microscopic visual inspection of the lead barrels and header of the device noted the header was slightly loose from the case of the device. Tool marks, dents and scratches were noted on the case and header of the device. Functional analysis of all set screws noted no irregularities. All set screws were found to move normally and fully in each direction. Longevity calculations could not be performed on the device and therefore, the battery status of the device at explant could not be confirmed. The device was subjected to real time x-ray. A break was noted in the df+ feed through wire was noted. It was concluded that the damage to the header was induced at explant, as evidenced by the physical markings noted. Further analysis of the device was not performed due to the depleted condition of the battery.

Event description:
The device has been returned for analysis.